Event description:
The customer stated that the insulin pump alarmed multiple times. The reported blood glucose reading was 151 mg/dl. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.